Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pump dimpling. The ipp cylinder pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the activation issue observed during analysis could likely affect the functionality of the pump, therefore, the reported allegation of pump collapse was confirmed. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. The ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested. The pump kink resistant tubing (krt) (reservoir) was identified to be cut into two pieces. Under microscope it was observed that the krt was worn to filament; however, no leaks were found. The pump was functionally tested and failed the 8lb. Activation test . Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pump dimpling. The ipp cylinder pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.